Event description:
It was reported that in the operating room as the swg was being removed after the catheter was placed, the user experienced resistance. As a result, the spring coil stretched and the core wire separated. However, the user managed to remove the swg in its entirety from the patient. As there were no issues with the catheter, the catheter was left in the patient. According to the distributor, "there was no missing piece of the swg, and no piece was left in the patient." However, we don't know how this was confirmed, our sales rep will confirm it with the user. Resistance was also noted when the user was removing the ars after the swg was inserted. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.